Event description:
The reported incident involves the use of a hemopod adapter used with our omega pt monitoring platform where it was reported that the clinicians were unable to obtain good bp measurements. The hemopod was replaced and it was indicated that favorable measured bp values were obtained. The user is concerned that the ambiguous reading measured with the first hempod may possibly result in the misdiagnosis and treatment of the pertinent. The original complaint notification indicated that the pt was injured, but further inquires by the MFR could not confirm this indication.